Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to deafness. It was noted that the patient experienced uncomfortable sensation due to high impedances on the spinal cord stimulation (scs) lead, although coverage for patients pain was still achieved with reprogramming. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).